Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305109 and lot number 8250590. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that needle 27x1/2 rb had a hole and leaked medication. The following information was provided by the initial reporter: material no: 305109 , batch no: 8250590. It was reported that a hole on the needle side seeped medication during administration of a subcutaneous product. Event description per email states: during the administration of a subcutaneous product with a bd precision glide 27g1/2 needle, the administrator noticed medication on her gloves. She saw it was coming out from a hole on the needle side. The needle was removed, changed and discarded.